Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. In addition, it was reported that resistance was experienced during the fill process. Customer declined troubleshooting with tandem technical support for this issue. Customer¿s blood glucose level was over 400 mg/dl.